Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was also received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a display anomaly and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was dropped on the floor. The customer stated that the display is bleeding. The customer mentioned that the self-test could not be started. The customer will be sent a replacement pump.